Manufacturer narrative:
H3: evaluation summary: customer report of calcification, and stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact; heavy calcification was observed on leaflet 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed along the free margins of leaflets 1 and 3 near commissure 1 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 1 on the inflow aspect and 4 mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 1 at the outflow aspect. Suture threads remained attached to the sewing ring around the valve.

Event description:
Edwards received information that a 27mm 6900pfxj mitral pericardial valve, implanted approximately nine (9) years and two (2) months, was explanted due to mitral stenosis secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. The device was explanted and replaced with a 27mm 11400m mitral valve with no adverse patient events reported. The patient status was reported as "under treatment". The device was returned for evaluation. There was no allegation of device malfunction. Patient age at implant: 30 yrs. Per product evaluation, moderate host tissue overgrowth was observed.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 6900pfxj mitral pericardial valve, implanted approximately nine (9) years and two (2) months, was explanted due to mitral stenosis secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. The device was explanted and replaced with a 27mm 11400m mitral valve with no adverse patient events reported. The patient status was reported as "under treatment". The device was returned for evaluation. There was no allegation of device malfunction. Patient age at implant: (B)(6) yrs.